Event description:
It was reported that the pt was admitted for hip revision surgery due to worn cup and malpositioned acetabular shell.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Devices were discarded immediately after surgery. If additional info becomes available, it will be submitted in a supplemental report.